Event description:
The patient was undergoing surgical intervention to replace her entire scs system (reference MFR reports: 1627487-2014-02208, 02209 and 02210). It was reported during the procedure, the physician experienced difficulty positioning the lead at midline due to the patient's anatomy. Postoperative programming was able to provide bilateral coverage; however, stimulation is stronger on the right side. Reprogramming will be attempted at a later date once the patient's post-operative pain subsides.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.